Manufacturer narrative:
The bipolar forceps instrument was returned and evaluated. Engineering determined that the plastic insulation showed evidence of burning at the base of the two metal forcep grips. From additional investigation by the isi clinical specialist, it was concluded that arcing likely occurred when a monopolar cautery instrument was energized in close proximity to the affected bipolar forceps instrument. The energized monopolar cautery instrument likely arced to the nearby bipolar forceps instrument and damaged the plastic insulation at the base of the metal grips. Medical personnel at the hospital have been instructed to keep instruments (e.g. The bipolar forceps instrument) at least 1 centimeter away from an energized monopolar cautery instrument to prevent arcing.

Event description:
It was reported that the permanent bipolar forceps instrument was broken. No patient harm, adverse outcome or injury was reported.